Manufacturer narrative:
Product event summary: the afr-00001 affera sphere-9 catheter with lot 0013077278 was returned and analyzed. No anomalies were identified during external visual inspection of the catheter. The returned catheter failed the shorts test. Anomaly was noted at electrode #p4. The returned catheter failed the mapping test. Anomaly was noted at electrode #p4. In conclusion, the reported clinical issues cannot be observed through testing. The catheter failed the returned product inspection due to an open circuit /electrical intermittence in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when the catheter was pulled from the left atrium to the right atrium, a t emperature acquisition error occurred. Additionally, final intracardiac echocardiography imaging identified a hemodynamically significant pericardial effusion. Pericardiocentesis was performed, and 225 ml of blood was removed from the patient. Minimal anesthetic p ressure support was required, and anticoagulant reversal medication was administered. The case was completed. No further patient complications have been reported as a result of this event.